Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 328 (mg/dl) for 3 days. Reportedly, customer believes that the elevated bg levels may be caused by hormonal changes prior to beginning menstruation. Customer programed an increased temporary basal rate and administered boluses to treat bg levels. It was also reported that the customer that the customer experienced a low bg level of 44 (mg/dl) on (B)(6) 2016. Reportedly, customer administered too much insulin in a bolus and did not eat a meal which caused them to go low. Customer consumed juice to stabilize bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.